Event description:
It was reported that during an unknown procedure, the compression of the clip after it's applied on the tissue is not satisfactory. The clip even slips off from the tissue after it's applied. Unknown how case was completed. There were no adverse consequences for the patient. The device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.